Event description:
It was noted that the right ventricular (rv) lead exhibited failure to capture and noise oversensing resulted in pacing inhibition. The programming changes were performed and the patient was in stable condition.